Event description:
A trilogy evo device was returned to a service center for maintenance. There is no allegation of serious or permanent harm or injury. During the evaluation, a system setup test was performed on a trilogy evo device using the trilogy software, and it reportedly failed at step 3, which is the step that verifies proper valve operation, indicating a leak; therefore, both parts (the proportional (aecm) valve and three-way solenoid valves) will need to be replaced. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.